Manufacturer narrative:
This supplemental report is being submitted to correct section h10 of the initial MDR that was previously submitted on october 1, 2020. This is to retract the remediation statement, as this report was determined, not associated with the remediation activity.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The evaluation results found that the front panel was broken and loose. Additionally, it was found that the lamp was broken. Olympus equipped the device with a new front panel and lamp and the unit was returned to olympus asset. Olympus will continue to monitor complaints for this device. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes.  A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The asset unit was provided to the user facility as a loaner and upon installation, it was found that the equipment was damaged with a front panel broken and the on/off button was broken. There was no patient involvement associated to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a device evaluation and a review of the device history record (DHR) were conducted. The device evaluation was provided in the initial report. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be established. A probable cause includes damage to the switch on the front panel due to repeated use over 10+ years or a strong impact during transportation of the device. Olympus will continue to monitor the performance of this device.